Event description:
The customer observed a blue fluid leak of 10 ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and error messages unrelated to the event were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/18/2015. The fse found disconnected tubing through pinch valve, pv45. He replaced the tubing at pv45 which fixed the leak. The repairs were verified per established service procedures. (B)(6).